Event description:
It was reported that the patient had a loss of therapeutic effect that began the day prior to the report. The patient had ¿excruciating pain¿ in his back and hip area. It was noted the patient had dementia so they were not sure what the onset of the symptoms were, but they did not believe the patient had any body trauma/falls associated with this issue. The patient had met with the healthcare provider (hcp) and manufacturer¿s representative (rep) and had another program added so the patient had four programs now (left and right back and leg area). It was determined everything was fine with the system. It was tried to increase the settings but there were no changes in the patient¿s pain. The patient was in so much that he couldn¿t get out of bed or turn over which was unusual for the patient. The patient was given oxycodone because the pain was so severe. The patient saw the orthopedist who determined it was not the patient¿s hip but thought it was the patient¿s back. The device was implanted for the patient¿s back and leg pain issues and it seemed like his pain was back to baseline. A call was made to the healthcare provider (hcp) to see about getting a prescription for a pain patch because the back/hip pain was ¿killing¿ the patient and he was ¿climbing up the walls.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).